Event description:
The customer reported a communication failed error, which may result in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ac power plug connections were tightened. The system was tested and found to be working as intended and returned to service.